Event description:
Pt underwent a pacemaker insertion in 1991. In 3/96, had pacemaker generator change. At that time leads were checked and were functioning normal. On 6/11/96, during a routine physician office visit, pacemaker interrogation revealed intermittent capture of the ventricle. Interrogation values revealed the pacemaker generator function was normal. Atrial lead data was normal. Ventricular lead data showed very low resistance, non-capture and over sensing of r waves. Data was consistent with insulation material fracture of the ventricular lead. Chest x-ray showed both the atrial and ventricular leads were in their normal position. Pt was admitted to the hosp on 6/11/96 and on that date underwent placement of new atrial and ventricular pacemaker wires.